Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.12 volts. The device was colder than normal. A boston scientific technical services consultant discussed allowing the device to warm up and checking it again in 24-48 hours to see if the device will recover to appropriate monitoring voltage.